Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose was 60 mg/dl. The customer continued to use the pump and manual insulin injections for insulin therapy.